Event description:
Philips received a complaint from the customer reporting the v60 ventilator failed to enter standby mode. The device was in clinical use. The customer exchanged the device for an alternate v60 ventilator. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and was unable to duplicate the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.